Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. Two days after the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, once daily, discontinued on the same day) and amikacin injection (500mg, intraperitoneal, once daily, discontinued on the same day) for the event. Three days after the event onset, the patient was treated with meropenem injection (1gm, in one bag, intraperitoneal, discontinued after 11 days) and amikacin injection (100mg, discontinued after 11 days) for the event. The pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis 14 days after the event onset. At the time of this report, the patient was discharged from the hospital and recovered from the event 14 days after the event onset. No additional information is available.